Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the jaws of the device closed but the clips did not close properly. Another device was opened to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: advancer. The analysis results found that the el5ml device (b) was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired and it fed and formed six conforming clips; however during the evaluation, the tip of the advancer was noted to be bent. Finally, the instrument locked out as intended. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. This clip malformation is consistent with what was observed in the photo submitted of the clips involved in the event. The device jaws should be fully open and parallel upon initiating the firing of the device.